Event description:
It was reported that stimulation was intermittent. The pt could feel stimulation for a while then it faded and there was no stimulation. The event was related to a fall. The pt had multiple falls within the last 6 months. The pt believed the issue started after the last fall. It was reported that impedances were >4000 ohms on all bipolar pairs. It was determined that the lead was an open circuit. Pt was not receiving stimulation. Pt was referred to another hcp in the practice for follow-up and to determine need for a revision.

Manufacturer narrative:
(B)(4).